Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving several shocks due to noise. Interference signals were diagnosed as vf episodes. Programming changes were made. No further information was provided.

Manufacturer narrative:
(B)(4).